Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia on (B)(6) 2019. The customer¿s blood glucose level was 500 mg/dl at the time of incident. The customer was assisted with troubleshooting. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer did not mention any treatments and symptoms related to high blood glucose level. Customer was unable to complete carelink upload. Customer stated that the auto mode feature was active and automatically adjusting insulin at time of high blood glucose level. The device will not be returned for analysis.